Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys ft4 ii assay (ft4ii). The erroneous result was not reported outside of the laboratory. The initial ft4 ii result was 5.51 pmol/l. This result was questioned because the patient had a normal tsh result of 1.54 pmol/l. On (B)(6) 2016 the sample was repeated and the ft4 ii result was 16.87 pmol/l. This result was believed to be correct and was reported outside of the laboratory. No adverse event occurred. The ft4 ii reagent lot number was 158223. The expiration date was requested but was not provided. Calibration and quality controls were acceptable. A specific root cause could not be identified. Based on the information available, a general reagent issue at the customer site can be excluded. The erroneous low result most likely relates to either the presence of clots or fibrin filaments in the sample, the presence of bubbles or foam on the sample surface and/or the presence of bubbles or foam on the reagent surface. Possible root causes for this event may be sample quality and insufficient maintenance.